Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine follow-up, the lead was showing poor sensing values. An x-ray was done and traction was seen on the lead (the lead was very straight from apex to the svc). The physician decided surgical intervention was required and that the lead needed to be repositioned. Upon attempting to reposition the lead, the helix mechanism was not functioning properly, therefore a new lead was used to complete the procedure. No further adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted at base around helix. Undersensing allegation was not confirmed. Using returned ez tool in testing the lead resistances measured normal. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported during a routine follow-up, the right ventricle (rv) lead was showing poor sensing values. An x-ray was done and traction was seen on the lead (the lead was very straight from apex to the svc). The physician decided surgical intervention was required and that the lead needed to be repositioned. Upon attempting to reposition the lead, the helix mechanism was not functioning properly, therefore a new lead was used to complete the procedure. No further adverse patient effects were reported.